Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis the investigation of the returned unit showed that the complaint was not confirmed, as the unit passes all specific functional testing. The lock does have rotational and lateral movement and a residue buildup is present, however; when properly positioned and put under pressure, it would not slip. This unit is beyond integra¿s 7 years recommended life cycle. New components were added to replace worn internal parts, and general maintenance and cleaning were performed. Root cause probable root cause is improper or suboptimal placement of the skull clamp on the patient. Unit had minor movement in the lock, but this would not have contributed to a slippage. Further investigation by quality engineering confirms the findings of the service & repair report - they found that the rocker arm locked into place and no deficiencies were found that would cause a slippage. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that mayfield modified skull clamp (a1059) was used during a 'posterior cervical-thoracic fusion' procedure, and patient experienced laceration which was stapled to close. The case was delayed for about 15 minutes; however the surgery went well. The customer requested that the clamp be evaluated for proper functioning.